Event description:
Same case as MDR ID 2134265-2015-00875. It was reported that catheter entrapment and stent movement on balloon occurred. The target lesions were located in the ostium of the circumflex artery and left anterior descending artery (lad). Both arteries were wired and a promus premier¿ stent was advanced and deployed successfully in the ostium of the circumflex artery. Then a second promus premier¿ stent was advanced to the lad however, the second device became caught in the first promus premier¿ stent and would not advance further. It was noted that the second promus premier¿ started to loosen from the stent delivery system (sds) balloon. The physician then deep seated the guide catheter and deployed the second stent inside the guide catheter. The physician removed everything out however the first promus premier¿ stent was also pulled and explanted. The first stent embolized down to the femoral artery but was successfully snared. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Event date: (B)(6) 2014. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).